Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station patient was not showing up on the station. A technical support specialist (tss) found that the missing patient had no medication removals. The tss advised proceeding to remove medications for the sample patient. The tss confirmed with the customer that the patient's record now showed medication removals on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient was not showing up on the station. The customer reported that the malfunction caused 10 minutes of delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.